Event description:
According to the reporter: there was a leak of anastamotic site; noted 1 month post-operatively when performing a dye test. The patient had no adverse event and the staple line was complete and passed leak test at time of surgery. The diverted colostomy at the time of the procedure so nothing additional needed to be done. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time. Patient reported as fine.

Manufacturer narrative:
(B)(4).